Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device was returned for evaluation and the investigation is inconclusive for the reported missing components issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0600310 chronic catheter experienced missing components and missing information. The information was received from one source. The malfunction did not involve a patient. The patient's age, weight, and gender were not provided.